Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unsuccessful attempt to apply an abbott diabetes care (adc) device and, as a result, being unable to monitor glucose levels. Customer experienced unspecified symptoms, was unable to self-treat, and required unspecified third-party treatment by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unsuccessful attempt to apply an abbott diabetes care (adc) device and, as a result, being unable to monitor glucose levels. Customer experienced unspecified symptoms, was unable to self-treat, and required unspecified third-party treatment by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack, observed damaged transition features and lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was properly seated and no failure modes were observed upon visual inspection of the plug assembly. Unable to perform further investigation due to applicator not returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unsuccessful attempt to apply an abbott diabetes care (adc) device and, as a result, being unable to monitor glucose levels. Customer experienced unspecified symptoms, was unable to self-treat, and required unspecified third-party treatment by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.